Manufacturer narrative:
Of the 15 allegations of a malfunction, 9 pumps were returned to animas and investigated. Of the investigated pumps, 9 were found to be malfunctioning due to a damaged display lens and moisture ingress. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 15 malfunction events. A review of the events indicated that the one touch ping model pump experienced a damaged display with moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-54 years of age and between 41 and 360 pounds. Of the reported patients, 11 were male, 4 were female, and 0 were unknown.